Event description:
On 08/05/2025, a facility representative reported via (B)(4) that an ar-9658-r glenosphere distractor was worn and required replacement. This was found during a case and had adverse effects on the patient. Additional information received on 07-aug-2025: it was reported that an ar-9658-r glenosphere distractor was possibly damaged during a reverse total shoulder procedure. The distractor was being used to extract a glenosphere trial. During the glenoid trial extraction, the glenoid cracked. The case was completed using a cuff arthropathy head implant on the humeral side due to the cracked glenoid. No hardware was used on the glenoid. It was reported that the glenosphere distractor looked functional and was tested; however, out of an abundance of caution, the device is being returned to confirm functionality and replace it.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Upon visual inspection, it was noted that the tip and threads of the glenosphere distractor were worn. Functional testing was not performed due to the damage to the threads and the worn tip. The most likely cause for the reported failure can be attributed to wear and tear due to repeated use of the device in the field. Manufacturing date 2020.